Manufacturer narrative:
Date of initial report: 9/18/2007. The results of our investigation will be sent on a follow-up report when the evaluation is completed.

Event description:
The report stated that during a breast augmentation procedure, a small burn was discovered at incision line. The surgeon excised tissue incorporating the repair into the procedure with no patient impact. The site reported there is a defect in the coating.